Event description:
Patient said they had diarrhea in 2001 until (B)(6). Patient had to have a complete stomach reconstruction because when the patient had a bowel resection all that mess broke 2 different times and caused adhesions. Patient said the mesh wrapped around the bowel and it took the doctor 5.5 hours to straighten it out. This surgery was in (B)(6) 2024. Patient said starting in (B)(6) 2024 they started having constant constipation and having to take a stool softener. The patient called back and repeated information regarding constipation that followed the stomach reconstruction. Patient also repeated information about the bowel resection. The patient said they were still constipated. Patient said to start off with they had to lose 40 lbs and they lost the 40 lbs because they had to have their stomach completely "redone". Patient said they think in 2000 or 2001 they had to have half of their bowel redone. Patient said last year they had to have their bowel resectioned and a complete stomach reconstruction and since then they've had constant diarrhea. Patient said when they redid the surgeries the mesh from their bowel resection and adhesions were all "wound together". Patient said they had a 5.5 hr surgery with 8 hernias in their stomach and it looked like their had a third breast (hernia?) And they cleaned the patient out. Patient said they had done the mesh and it burst again and the patient wasn't heavy at that time. Patient said this caused the patient to have no fecal control because their anal sphincter doesn't completely shut off, so they had to wear incontinence stuff all the time. Patient was hard to follow and agent did their best to collect details. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 1695, 3165, 3274,1811, 2240, 1924. Device: 1069, 4001. Ref: mw5188682.